Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for watertightness was lost at cable, flooded imaging, and burnt, penetrated and loosened cable was traced to component failure. However, the most probable cause for deposits at the lens could not be established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertightness lost at cable, flooded imaging, deposit at the main body (lens) and burnt, penetrated and loosened cable. There was no patient involvement.